Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. There was no patient involvement.

Event description:
(B)(4). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: tech, called in with error on 8100 unit "patient side occlusion fails, when doing pm test before call in tech. Had replace both pressure sensors and logic board and sensor are still failing at this point unit needs to sent in for services repair gave tech. Quote for level one repair.